Event description:
It was reported that the patient had a lead explanted and replaced. The patient was reportedly programmed post-operatively for 5 consecutive days with good clinical benefit. It was then reported that the patient was "transferred up the bed" by nursing staff and felt a pain on the left side of his neck. Following this incident the patient's right hand tremor returned. An x-ray was reportedly taken and revealed that the lead and extension connection possibly did not line up. Voltage to the left stn was subsequently reduced to 0 volts and impedance measurements did not indicate any out of range results. It was further reported that surgery was performed on (B)(6) 2012 to investigate the connection and test the lead inter-operatively. Testing reportedly revealed that the patient was getting no clinical benefit or reproduction of side effects at 10.5 volts. The lead was reportedly replaced during a further surgery done on (B)(6) 2012. It was noted that the reason for removal was a lead breakage. It was further noted that there was no patient death and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, implanted: (B)(6) 2012. Product type: extension: product ID 3387, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).